Event description:
During CT-guided bone biopsy of left radius bony lytic lesion, the bone biopsy needle (bonopty) distal tip fractured and was retained/lodged into the bony lesion. The fracture of the needle was noted immediately. The physician operating the needle contacted the referring physician and it was decided to leave the needle tip in the bone as removing it would cause more harm than leaving it in place. The plan is to retrieve it if and when the lesion is excised. Manufacturer response for bone biopsy needle, bonopty biopsy set (per site reporter): no response yet.